Event description:
My insurance only covers replacing sensors every 10 "profanity" days because of the stupid requirements behind their prior auths, so why will dexcom not replace a faulty sensor that only lasted 5 "profanity" days! I am paying for this to last the full 10 days and not being reimbursed when they don¿t. Scam company that has no accountability. Lot# 7337867-inserted (B)(6) 2025; 89rl79-activated on (B)(6) 2025. Additional information received on 5/02/2025 for report mw5169665.

Event description:
Additional information received from reporter on 5/8/2025 for report mw5169665. Dexcom g6 sensor inaccuracy: 7:28am g6 reading 78, finger stick is 109. That is a mard of 28.4%, which is outside the allowed 20% range.

Event description:
Dexcom g6 sensor inaccuracy: 7:43am g6 reading 70 mg/dl with straight down arrow (dropping 25 mg/dl a minute), finger stick in 100 mg/dl. That is a mard of 30%, which is outside the FDA allowed 20% range.